Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data were collected from the device and analyzed. There was one power on reset for exceeding rate limit on (B)(6) 2011. There was also one patient alert for device circuit error on (B)(6) 2011. Device was out of specification in a manner that relates to the event.

Event description:
It was reported that the patient's device was beeping due to a power on reset (por). The por was cleared. It was later reported the wireless telemetry function was no longer available on the device since the por occurred. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's device was beeping due to a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por for x rate limit, on (B)(6) 2011 15:12:07. Patient alert for device circuit error on (B)(6) 2011 15:12:07.